Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise. An insulation issue was suspected. A revision procedure was performed where nothing significant was able to be seen upon opening of the pocket. Subsequently the lead was surgically abandoned. No additional adverse patient effects were reported.